Event description:
A patient's caregiver contacted global technical services (gts), regarding assistance with a system error 2240 that appeared while using the homechoice (hc) unit during drain cycle 5 of 7. The caregiver stated that the patient had became disconnected from the patient line. The caregiver reconnected the patient to setup. Gts explained, and cleared the system error. Gts advised the caregiver to let the patient's dialysis nurse know of the accidental disconnection. The patient and caregiver elected not to finish therapy that night. The hc was operational. No injury or medical intervention was reported.

Manufacturer narrative:
Per the caregiver, the sample is unavailable. If additional information becomes available, a follow-up MDR will be submitted.